Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet bionic pancreas generated multiple occlusion alerts. The user experienced blood glucose of 400 mg/dl during the event. The user performed troubleshooting by disconnecting and refilling the tubing and later performed a full supply change, after which insulin delivery resumed. No hospitalization or long-term effects were reported.